Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Functional testing noted contamination found on the downstream occlusion (dso) sensor. The dso sensor and air detector were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.